Event description:
It was reported via repair work order that the foot end of bed was elevated and would not lower due to damaged cpu board and lift coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.